Event description:
Interventional fluoroscopic x-ray system it was reported to philips that the allura biplane device was unable to save images. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that unable to save images. During troubleshooting, the fse identified that issue occurs when power event happens. The fse replaced the frontal image processing computer. After the replacement and reconfigures the image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome.